Manufacturer narrative:
The reported events were lead dislodgement, noise, undersensing, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis with the helix partially extended and clogged with blood/tissue. The reported event of the helix mechanism issue was confirmed, while the reported events of noise and undersensing were not confirmed. X-ray examination revealed that the inner coil inside the connector region was over-torqued, which is consistent with procedural damage. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The fully measured helix extension length was within specification. The cause of the reported event of the helix mechanism issue was isolated to be due to the helix being clogged with blood/tissue and the over-torqued inner coil. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Event description:
Additional information was received that the helix was unable to extend during the revision procedure.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and undersensing were observed on the right ventricular (rv) lead. A dislodgement of the rv lead was suspected and the patient was hospitalized. A revision procedure was performed, but the helix of the rv lead was unable to retract. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.